Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of consciousness and peri arrests as a result of loss of right ventricular (rv) lead capture. The rv lead was explanted and replaced but the implantable pulse generator (ipg) would still not pace. The ipg was also explanted and replaced. During the revision procedure the patient experienced asystole and, as a result, confusion. No further patient complications have been reported as a result of this event.